Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a saline mentor smooth round high profile 380cc and experienced deflation on the right breast implant. The deflation was confirmed by the healthcare professional during consultation. The deflation was spontaneous. As a result, the patient had undergone explantation on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the device history record (DHR) for the lot number 7597703 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s reference number: (B)(4).